Event description:
Info received indicates the brake will set but does not hold.

Manufacturer narrative:
The technician found the brake caster damaged. He replaced the brake caster to repair the stretcher.